Manufacturer narrative:
Date ore report: 19jul2019. Date rec'd by MFR: 17jun2019. The manufacturer¿s international service technician replaced the defective (gds) gas delivery system to address the reported problem. The unit successfully passed the required performance verification test. A gds was returned to the fi (failure investigation) lab for evaluation. Visual inspection of the gds revealed oxygen flow sensor physically damaged, u1 sensor snapped in half upon receipt. An investigation was performed and the root cause: due to air flow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07may2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported o2 flow out of specification. When the oxygen concentration was set at 100%, confirmed the measured value was at 95.1%, the device was not in use at the time of the reported event; therefore, there was no patient involvement.